Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5164040/5164491.

Event description:
It was reported that the patients ipg will not charge or turn on after multiple charging attempts. It was also reported that the patients leads migrated which was confirmed via x-ray. The patient underwent an ipg and lead replacement procedure and the patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.